Event description:
It was reported that a lead integrity alert (lia) triggered due to t-wave oversensing (twos) and short interval counts (sic) on the right ventricular (rv) lead. No additional information could be obtained through follow-up. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d334drm ICD implanted: 2012-(B)(6). (B)(4).